Event description:
The complaint/event involved a 53 cm (21") add-on 150 ml burette set (clave¿, shut off), vented cap. A piece of tubing at bottom of burette disconnected when trying to connect it with an unspecified intravenous giving set. The burette required replacement as a result of the disconnection issue. No medication was being used with this product at the time of the event. The product was not reprocessed or re-sterilized prior to use. There was delay in therapy; however, there was no harm to any person as a result of the reported event. This emdr reflects 7 occurrences of the same nature from the same lot.

Manufacturer narrative:
Received one new 011-c7014 add-on 150 ml burette set for inspection. No defects or anomalies noted. The tubing connections were evaluated under uv light for solvent. There was sufficient coverage. The tubing connections were tested for bond integrity. The bonds met functional specifications. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Two new list #011-c7014, 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap; lot #14110075 were received for investigation. No defects or anomalies noted. The tubing connections were evaluated under uv light for solvent. There was sufficient coverage. The tubing connections were tested for bond integrity. The bonds met functional specifications. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed. Updated information pertaining to device evaluation is provided in h10 only.

Manufacturer narrative:
Corrected information can be found in h6 health effect - impact code and d3 - manufacturing plant country.